Event description:
Immediately after onset of dialysis: sudden drop in blood pressure, dyspnea, diaphoretic. Right shoulder pain, felt "hot". Urge for bowel movement. Dose, frequency & route used: 3000 units ivp. Therapy dates: on dialysis 2 years. Diagnosis for use: hemodialysis. Event abated: yes.